Event description:
Report received of a chemotherapy leak ffrom a clave secondary cassette port. The set is chemotherapy specialty set that has a clave attached to the cassette for the secondary port. The chemotherapy leaked where the cassette and clave attach to each other. The set primed without problem and was hooked up to the patient. Unknown how far into the infusion the leak occurred. Approximately 15-30cc's of chemotherapy fell onto the floor mixed with primary solution of dextrose (exact percent unknown to reporter). Chemotherapy did not come into contact with any of the staff or patient. No bleed back or blood loss occurred. The tubing set was changed and the chemotherapy infusion was continued. The leak did not impact the chemotherapy dosing the patient was to receive. No report of adverse patient effect. Additional patient information was requested, but no further information was available.